Manufacturer narrative:
The reported malfunction was observed and attributed to the lithium battery on the system board. Zoll medical corp recommends replacement of the lithium battery on the system board every 5 years. This device is approx 13 years old from date of MFR. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient, the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.